Manufacturer narrative:
The company service representative examined the system and found that there was debris on the objective lens. The company service representative cleaned the objective and verified the cataract and flap energy settings. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to debris accumulating on the main objective lens. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that the flap was not good, the flap had an uneven flap bed. Additional information requested.